Event description:
It was reported, the camera head had an error e224 (communication error) displaying on the screen continuously. The issue occurred during a therapeutic lap hernia procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test due to cracked connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the camera head had an error e224 (communication error) displaying on the screen continuously. The issue occurred during a therapeutic lap hernia procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.